Event description:
On 14-apr-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia of unknown blood glucose (bg) level, resulting in hospitalization. The user was admitted to the hospital and treatment details are unknown. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hypoglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user reported loss of the device at the time of the event and declined to provide additional details or participate in follow-up. Based on available information, no device malfunction was identified and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.